Event description:
This ra lead was implanted on (B)(6) 2006 and was capped on (B)(6) 2018. A product experience report was received on (B)(6) 2018 stating that this lead exhibited oversensing with no pacing inhibition. Noise was also observed. In addition to that functional undersensing noted. The patient was hospitalized. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).